Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) detected a gradual increase in shock impedance measurements to out-of-range values on the right ventricular (rv) lead. No adverse patient effects were reported. The crt-d and rv lead remain in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) detected a gradual increase in shock impedance measurements to out-of-range values on the right ventricular (rv) lead. No adverse patient effects were reported. The crt-d and rv lead remain in service. Multiple attempts to obtain additional information were unsuccessful. Should additional follow-up information be provided in the future, an updated report will be issued.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.